Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the carelink (cl) report references the date of the patient's last cl transmission was the (B)(6) 2010, when the last transmission was sent on the (B)(6) 2011. No patient complications were reported as a result of this event.